Event description:
It was reported by service report that the cot was not raising and lowering due to a bent height adjustment rack. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Height adjustment rack.